Event description:
It was reported following unrelated procedure where it is unsure if patient placed the ipg in surgery mode was unable to connect with external devices and pc displayed "cannot connect to generator. The generator is not responding." Patient is undergoing other health issue and not wanting to meet now for troubleshooting. Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.